Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that while attempting to place the 2.5 x 8 mm promus stent through a previously placed stent in the diagonal, the physician was going to go through the side strut of the previously placed stent; however, the 2.5 x 8 mm promus stent became hung up and was stripped off the balloon and fell into the left anterior descending (lad). They were unable to retrieve the stent, so the physician placed a 3.5 x 23 mm promus stent and a 3.5 x 12 mm promus stent, compressing the 2.5 x 8 mm stent into the vessel wall. The procedure was completed and the patient was fine and has also been scheduled to have an echogram to be sure no dissection had occurred. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.